Manufacturer narrative:
Of the 1 allegations of a malfunction, 4 pumps were returned to animas and investigated. Of the investigated pumps, 1 were found to be malfunctioning due to moisture ingress and a cracked battery compartment with a battery compartment leak.

Event description:
This report summarizes <noe> 1</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a battery compartment and cap w/moisture issue. These reports were received from various sources. The patients associated with this allegation ranged from 16-16 years of age and between 0 and 0 pounds. Of the reported patients, 1 were male, were female, and 0 were unknown.